Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on 08/20/2015 and found and replaced leaking tubing at pinch valve pv41 to resolve the issue. The fse performed verification of the instrument to meet the specified requirements per established service procedures. The beckman coulter internal identifier for this report is (B)(6).

Event description:
The customer reported a diluent fluid leak of approximately 5 ml from a coulter hmx hematology analyzer with autoloader while running patient samples. The leak was not contained within the instrument and no error messages were reported at the time of the event. The customer was wearing personal protective equipment (ppe) consisting of laboratory coat and gloves at the time of the event, and there was no report of exposure to open wounds or mucous membranes. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection to the event.